Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with charge time measurements of 45.1 seconds. A fault code was displayed. Technical services (ts) discussed that the fault code is related to the 45.1 second charge time measurement. A capacitor reformation or therapy was attempted and at the extended charge time, the device timed out and created the fault code. Ts indicated the device should be explanted soon. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.